Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6 (device codes): problem code a150103 captures the reportable event of bands premature deployment. Investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. It was reported that during the procedure, the band was prematurely deployed. The procedure was completed with a different device of the same model and there was no difficulty setting up the device. There were no patient complications reported as a result of this event.